Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they had issues with charging transmitter and also reported current blood glucose at the time was 405mg/dl. Customer treated with bolus. Customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.